Manufacturer narrative:
The device involved in this event has not been returned for eval.

Event description:
It was reported (by user medwatch form via FDA) that during catheterization, the guidewire perforated the ultraflow catheter. No pt injury reported.